Manufacturer narrative:
The customer contacted siemens customer care center. A customer service engineer (cse) was dispatched to the customer site. The cse verified the instrument calibration, quality control (qc), maintenance schedule, and components and all were found satisfactory. The validation and precision were checked by customer and did not find a problem. Siemens headquarters support center (hsc) is reviewing the information provided by the customer. The cause for the discordant falsely elevated hcg sample results is unknown. Siemens is investigating the issue.

Event description:
Two discordant, falsely elevated human chorionic gonadotropin (hcg) results were obtained using immulite instrument. The initial results were considered discordant and not reported to the physician(s). The repeat results using an alternate non-siemens method were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg results.

Manufacturer narrative:
The initial MDR 2432235-2019-00430 was filed on 16-nov-2020. Additional information (30-jan-2020): siemens headquarters support center (hsc) reviewed the information provided by the customer. Hsc requested the main database, error log and spy files to help troubleshoot this event. Files were provided but they were for a different immulite serial number. Multiple unsuccessful attempts were made to retrieve the appropriate files to help troubleshoot this event. A product non-conformance has not been confirmed based on the information received. The cause for the discordant falsely elevated hcg sample results is unknown no further evaluation of the device is required. Sections h6 and h10 were updated to reflect the additional information received on 30-jan-2020.